Event description:
It was reported that a lead revision took place (B)(6) 2011. Group impedances inter-operatively of the new lead were 198 ohm. The pt had a positive result after the revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead model 3587 lot unknown found no significant anomaly. The proximal end of the lead was ok and there were setscrew marks in the correct location. The lead conductors were ok. The outer insulation was cut 3.1cm from the proximal end in suspected explant damage. There were suspected body fluids observed in the lead. The distal end of the lead was ok. Continuity was acceptable and there were no shorts between circuits.